Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump over delivered 5.7 units of unprogrammed insulin on one occasion. The customer¿s blood glucose level was 170 and 200 mg/dl at the time of the incidents. The customer was given food to prevent them from going low. The caller stated this was the second such incident with the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.